Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv tracking was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system produced a 'high ma' error during pt care cases. No pt or user injury was reported.